Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump had a delivery anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The caller reported that the pump would deliver boluses not programmed by the customer, leading to lows. No further details were provided. Troubleshooting was not completed. The insulin pump will not be returned for analysis.